Event description:
It was observed that during the device evaluation, the subject device exhibited ccd (charged coupled device) flooding (internal), cable flooding (internal), image failure, scope mount corrosion, free lock lever corrosion. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: due to flooding of the main body. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.